Event description:
The surgeon inserted a 10.5 se/2.0 diopter aa4203tl silicone toric plate lens but the foam tip plunger tore the lens. The lens was removed with no pt injury, no enlarged incision ir sutures.